Event description:
Caller alleged discrepant results compared with lab results as follows: date 2009; inratio: 7.5; lab: 1.5.

Manufacturer narrative:
On 03/11/2009 meter & strips returned. On 03/23/2009 result from returned meter & in-house meters. The allowable difference between the inratio inr's and sysmex inr's are calculated. Per internal procedure, if one replicate from a set of three for any given pt does not meet the bias criteria, the result for that pt will be determined as pass. Two out of three replicates for donor 1 meet the criteria and the results are considered pass. All replicates for donor 2 meet the criteria. No corrective action is required, as no product deficiency was established. No further action is required.